Event description:
The caller reported that sometime last week a tracheostomy tube failed. The balloon was not holding air and burst. The patient required re cannulation. The lot number is unknown and the tube was discarded.